Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays reviewed by a radiologist indicates no periprosthetic lucency identified between the hardware/cement and bone. No fracture of the hardware or bone. Soft tissues within normal limits. Bones well mineralized bilaterally. The overall fit and alignment of the implants appear normal. Nothing observable radiographically as a cause for stiffness. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised two years after right total knee arthroplasty due to stiffness, pain, swelling and instability. There were no complications or delays reported.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: nexgen articular surface, catalog # 00595202110, lot # 62036723. Nexgen precoat stemmed tibial component, catalog # 00598002702, lot # 63215870. Stem extension replacement screw, catalog # 00598009000, lot # 63279490. Taper stem, catalog # 00596009900, lot # 63084909. Customer has indicated that the product will not be returned because it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-00521, 0002648920-2018-00055.

Event description:
It was reported that a patient underwent an initial right knee procedure. Subsequently, the patient was scheduled for a revision due to stiffness, pain, swelling and instability. There were no complications or delays reported.